Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 70% stenosed lesion was located in the mildly calcified and non tortuous circumflex artery. The vascular access site was the right groin. The apex monorail 15mm x 2.50mm balloon catheter was advanced to the lesion for pre dilation. The balloon was inflated to 10 atm for 2 seconds and ruptured on the first inflation. The lesion was then pre dilated with another of the same device. An unspecified stent was also deployed and implanted. No pt injuries or complications were reported. The pt status is reported as "fine."